Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the screen flickers off and on throughout. This occurred both when the radical-7 device was docked and undocked from the docking station. Internal evaluation reveals the rear pins are stuck preventing proper connection to the docking station. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the device screen was blinking on and off (unit was not power cycling). Customer stated that just the display was blanking out and then coming back on. Customer found one of the interface pins is missing. The unit would also blink on and off when undocked from the docking station. Additional information received indicated that there were no beeps or alarms during the malfunction. No patient involvement.